Event description:
It was reported that the lead helix was not extending when trying to place the lead during the implant procedure. An attempt was made to extend the lead helix outside the body, and the physician was not satisfied. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. (B)(4).